Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for urological care. Based on attached video, it was observed the catheter balloon was not fully inflated. Therefore, the reported event could not be confirmed due to poor sample condition. Further functional testing could not be performed if only based on the attached video. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: b, d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer indicates that the foley catheter probe was not working. It presented resistance when filling the foley catheter balloon and 3 probes were provided to the doctor, and all had this defect. In the procedure when intended to do balloon test it presented quite a lot of resistance, 5 probes were provided none of which worked since they presented the same defect. Lot#myhr0343. They were being told that the foley catheters were failing in the hospitals. They deliver 5 pieces to them and all with the same comment that when trying to inflate, the balloon puts up a lot of resistance and did not allow it. In one case, they report a foreign body inside. This was from the same batch mygz1922. Per additional information received on 29november2024, stated that they were handling only one report and the foley probe 123420ce however, the reports were for codes 123422ce and 123420ce. There were no patients affected.

Event description:
It was reported that customer indicates that the foley catheter probe was not working. It presented resistance when filling the foley catheter balloon and 3 probes were provided to the doctor, and all had this defect. In the procedure when intended to do balloon test it presented quite a lot of resistance, 5 probes were provided none of which worked since they presented the same defect. Lot#myhr0343. They were being told that the foley catheters were failing in the hospitals. They deliver 5 pieces to them and all with the same comment that when trying to inflate, the balloon puts up a lot of resistance and did not allow it. In one case, they report a foreign body inside. This was from the same batch mygz1922. Per additional information received on 11nov2024, stated that they were handling only one report and the foley probe 123420ce however, the reports were for codes 123422ce and 123420ce. There were no patients affected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.